Manufacturer narrative:
Device evaluation the device was returned and evaluated by product analysis on 10-jul-2019 with the following findings: during investigation it was revealed that the pump had visible moisture seen through the display lens. The battery compartment was cracked. A leak test was performed and a leak was found at the battery compartment and display lens. Due to the internal moisture damage, the pump had no power when powered on. The original complaint of an call service alarm issue was unable to be investigated due to moisture damage. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.